Manufacturer narrative:
The device was returned to smiths medical. The flange from the tracheostomy tube was damaged. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility. No corrective action is required as there is no information to suggest that the product become damaged during manufacture since product is 100% visual inspected. No lot number provided for DHR.

Event description:
It was reported that during the use of the product, the customer noticed the flange was torn. So they replaced the product with another one. No patient injury was reported.